Event description:
Alleges an incident while operating his pride scooter.

Manufacturer narrative:
The device, model, and serial number have not been made available for evaluation at this time. Should further information or the device become available. An additional follow-up report will then be submitted. Attorney represented

Manufacturer narrative:
The device, model, and serial number have not been made available for evaluation at this time. Should further information or the device become available. A follow-up report will then be submitted. Attorney represented.

Event description:
Alleges an incident while operating his pride scooter.